Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon final release of the valve, the valve dislodged into the ventricle. The valve was snared into the ascending aorta. A second valve was implanted. No additional adverse patient effects were reported.